Manufacturer narrative:
D4: lot #: requested, unknown. D4: expiration date, UDI: unknown, as the involved product lot # was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: or supervisor. H4: device manufacture date: unknown, as the involved product lot # was unknown. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The complaint cannot be confirmed for sheath separation because the sample was not returned for assessment. The exact root cause cannot be determined. The likely root cause of the sheath separation is that the sheath experienced high tensional forces during use. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.

Event description:
The user facility reported that the lab reported that the 6f x 45 pinnacle destinations "fell apart" during peripheral cases. The sheath stretched and broke, exposing the metal. The patient was not harmed. An amplatzer wire was used, and the destination was placed through an existing graft. The event occurred intra-operative. The reported incident did not result in a patient injury or necessitate medical or surgical intervention.